Event description:
Patient reported experiencing elevated blood glucose (>600 mg/dl). Patient indicated that she was feeling ill and vomited excessively. Patient indicated that she was admitted into the hospital and administered insulin drip and a fluid i.v. Patient indicated that she switched to backup device and was instructed by her physician to have the device evaluated.